Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient reported their blood glucose (bg) level rose between 15 mmol/l to 16 mmol/l (270 mg/dl to 288 mg/dl), while wearing the pod between 1 and 4 hours. The patient reported the cannula did not properly inserted into the skin, and instead deployed into the adhesive. Treatment information was not provided.